Event description:
Adverse event(s): "unable to read well when light is not bright" (vision, impaired) product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that she is unable to read well when she is not in bright light following intraocular lens (iol) implant surgery. She reported that the last time she was seen by the implanting surgeon was in (B) (6) 2009, approximately two months after the implant surgery. Since then, she has sought the opinion of two other physicians. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/19/2010 and 04/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4)